Event description:
Sales rep. (B)(6), called in to report that during a case today the balloon came off the scope while the user was removing the scope from the et tube and they cannot locate or retrieve it. They don't know if the balloon fell inside the lung or outside the patient. The balloon was inflated when the user was removing it from the et tube. The customer did a full scan of the lung and could not find it. They searched the room and could not find the balloon either. The sales rep. Answered ¿no¿ to the quest ions: ¿was there a death, injury, or infection?¿ (B)(6): scope, (B)(6): balloon.